Event description:
While having a lab procedure done (11/3/94) pt noted a sharp chest pain that was associated with a dislodging of a portion of the port from the anchoring hub.this info was submitted 1/17/95 as follow-up: after consultation, it was decided to leave the catheter in the pt.